Event description:
It was reported the patient experienced low oxygen saturation during the procedure. As such the procedure was abandoned.

Manufacturer narrative:
The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.